Event description:
It was reported that a patient presented with low pacing impedance, insulation damage, signal artifact, an high capture thresholds noted on the patient's lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch:mw5154835.